Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was stated that the customer experiencing high blood glucose levels during a hospitalization for a surgery. Troubleshooting was performed, and found that a bolus delivery was missing from the bolus history. The customer stated that he delivered a 4.0 unit bolus prior to the event, but it was not in the bolus history. Ran a 1.0 unit bolus during the call, and it did record in the bolus history. Advised that the insulin pump would be replaced. Nothing further was reported.

Event description:
Reporter alleged that a neonate received the result of 35 mg/dl on the inform system compared back to back within 10 minutes of a result of 25 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.